Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va005vq, implanted: (B)(6) 2012, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that when the patient turns their head to the right they get a startling jolt in their face on the left side. The hcp had the patient sit with their head straight while the area where the juncture of the dbs lead and extension behind the right ear were palpated, and upon doing so they were able to replicate the uncomfortable jolt. The hcp also reported elevated impedance values on the right-sided system which ranged from 5,000 - 12,000 ohms, with exact values not known. The patient was referred to a neurosurgeon and asked that an exploratory surgery be done to check the connections between the lead and extension. Voltages were also reduced on the right side which helped to minimize the jolt but also resulted in reduced efficacy of tremor control. On (B)(6) 2017 the hcp will expose the lead-extension connection and attach a test cable to test the exposed lead end and complete an impedance test to check the integrity of the lead. If that results in normal values they will replace the extension. Then they will check the impedances from the implantable pulse generator (ipg), and if they are within normal range they will conclude the surgery. If out of range impedances are found they will close and schedule a lead revision for a later date. The patient does not remember any falls/trauma related to the issue. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.